Event description:
It was reported that the customer had a damaged pump. Customer's blood glucose level was 125 mg/dl. Customer stated that the pump has a crack in it again around the threading. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Findings: broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. (B)(4).